Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring intervention. It was reported that this was a mitraclip procedure to treat to functional mitral regurgitation (mr) with grade 3-4. An ntw clip delivery system (cds 00124u164) was advanced to the mitral valve and the clip was deployed in the medial side, a2/p2. An nt cds (00122u177) was advanced to further reduce mr and the clip was placed lateral to the first clip; however, mr was not reduced. The nt clip was inverted and brought back up to the left atrium to re-position and it was noted that the clip jumped. It was suspected that the clip had been stuck on a chord. Then, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no tissue damage noted. The nt clip was placed medial side and deployed to stabilize the slda. Two additional xt clips were placed lateral to the slda to further stabilize the clip. Four clips implanted, reducing mr to 2. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the single leaflet device attachment (sdla) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.